Event description:
The domestic manufacturer's evaluation department determined the needle that is a part of softclix plus lancing system used in finger-stick blood glucose testing will not retract. Reporter originally indicated the needle from the system would not puncture finger or eject. No action or treatment was reported. The requested product was returned and replacement product was sent.